Event description:
It was reported that the device will not turn on or off. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device will not turn on or off. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed for sn (B)(6), which did not confirm similar complaints with the same or related failure mode for this customer. Upon visual inspection the service technician noted that they: replaced keypad for unresponsive on button, unit now functioning properly. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the keypad. Device history review: a review of the device history record showed the device had a manufacture date of 05may2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was involved in a production failure (q6 (B)(4)) for no power which does not correlate to the customer reported issue.

Event description:
The customer reported the device will not turn on/off. No patient involvement.

Manufacturer narrative:
Additional information added to: an additional supplemental will be sent when the investigation results are completed.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
The customer reported the device will not turn on/off. No patient involvement.